Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on insufficient information, a thorough clinical assessment cannot be performed at this time. It was communicated via e-mail that the surgeon does not fault the device nor procedure, and that the patient ¿responded well to antibiotics and no further intervention or therapy was needed.¿ based on the limited information provided a thorough medical assessment could not be performed; therefore, we are unable to conclude specific factors known to contribute to the alleged report. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after operation, the patient returned to the clinic with pain and inflammation. The MRI revealed inflammation and the presence of rice bodies. The patient was positive for infection and was treated with antibiotics. Currently, the patient is waiting on workers compensation approval for revision/second look.